Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. It was further reported that the ra lead exhibited undersensing of p waves during recorded atrial fibrillation, non-sustained ventricular tachycardia, and fast atrial and ventricular episodes.  All episodes were during atrial fibrillation. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.